Event description:
Pt reported that they felt "something give" after high impact event. X-ray revealed that modular neck was rotated. At revision surgery, surgeon noted that the alignment pin in the stem was fractured, stem and neck otherwise intact.